Event description:
It was reported that the patient received inappropriate therapy during dft testing due to ventricular oversensing. Upon removal of the system, it was noted that the df-1 arm of the lead was completely broken. The doctor cut the proximal end of the lead and the distal part was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.